Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was not found related to the reported instrument. It is possible the wrong part was returned for this complaint. Additional observation(s) not reported by site: the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 0.199¿ x 0.103¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was not confirmed by failure analysis.

Event description:
It was reported during a da vinci assisted simple prostatectomy surgical procedure, the customer notices that the prograsp forceps instrument had a broken cable. The procedure was completed with a backup instrument with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: yes, it occurred outside the surgical procedure. No there were no report of fragments falling from the device while used within a patient.